Event description:
It was reported that during a three vessel coronary intervention, the 2.25 x 12 mm rx trek balloon ruptured, during the eighth inflation, at 8 atmospheres, after use in two other vessels, in the heavily tortuous and heavily calcified posterior lateral coronary artery. The device was removed without issue. There was no adverse sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.